Event description:
It was reported that the pump indicated a data log corruption. Reportedly, customer passed out in the shower and required assistance from their neighbor by calling emergency medical services, where customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 48 mg/dl. Customer was treated intravenously with fluids of saline to address the low bg. Customer was released on 2/12/2025 with issue resolved and no permanent damage. It was also reported that the pump time and date was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time and date and resumed insulin therapy. It was reported that the customer received a power source alert after plugging the pump into a wall outlet resulting in the pump shutting off. Reportedly, the pump successfully began charging after leaving the pump plugged into the power source.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.